Manufacturer narrative:
Our fse was on site and investigated the reported issue and found out that the one of the screws that attached the display to the main unit was loose. The screw was tightened and the problem was solved. The ventilator passed all functional and safety tests and returned to clinical use. The root cause is a loose screw that could have been triggered by the user/during use. There was no ventilator malfunction.

Event description:
Manufacturer ref.#:(B)(4).

Event description:
It was reported that the display of the ventilator detached from the main unit. There was no patient harm. Manufacturer ref.#: (B)(4).